Manufacturer narrative:
By checking the manufacturing charts of the involved lot #1808175, no pre-existing anomaly was found on a total of 50 items manufactured with the same lot #. According to our records, at least 43 out of 50 acetabular cups with lot #1808175 - ster. 1800227 have been implanted and this is the only complaint received on this lot #. Explanted items were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received one x-ray referring to pre-op revision surgery. The x-ray received - dated on (B)(6) 2021: have been evaluated by a medical consultant. Following, the medical consultant comments: "indeed the cup on the right side is not in an optimal position, however, there is no sign of loosening and no sign of excessive wear. The position may be a reason for recurrent dislocation but there is nothing like that reported. I therefore do not see a direct relationship between incorrect position and ongoing groin pain of the patient. The implant itself appears without any failure. I such would suggest to look for other reasons for the ongoing pain, as such may be lumbar reasons, low virulent infection (cultures, sonication?), a hernia or other non-implant-related reasons. It is doubtful, whether exchange of the cup alone will provide ongoing relief". Considering that: check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #1808175; the medical consultant stated that "I therefore do not see a direct relationship between incorrect position and ongoing groin pain of the patient. The implant itself appears without any failure"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of delta tt acetabular cups - belonging to the family codes 5552.15.xxx - due to mal-positioning is 00.002%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Revision surgery of the right hip prosthesis performed on (B)(6) 2021, due to mal-positioning of the delta-tt acetabular cup ø54 mm (product code 5552.15.540, lot #1808175 - ster. 1800227). According to the complaint source, previous surgery used a navigated system which might had caused the cup to be placed in the wrong position. The following components were removed: delta-tt acetabular cup ø54 mm (product code 5552.15.540, lot #1808175 - ster. 1800227); femoral modular head - s ø36mm (product code 5010.42.361, lot #1881131 - ster. 1800270); delta neutral liner øint 36mm #l (product code 5885.51.260, lot #1810789 - ster. 1800252) ; bone screw ø6,5 h.35mm (product code 8420.15.040, lot #1812983 - ster. 1800276) explanted components were replaced with ones of similar size. Previous surgery took place on (B)(6) 2018. Patient is a female. Event happened in australia.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot #, no pre-existing anomaly was found on the components manufactured with the same lot #. This is the first and only complaint received on this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
Hip revision surgery due to mal-positioning of the delta-tt acetabular cup ø54 mm (product code 5552.15.540, lot #1808175 - ster. 1800227) performed on (B)(6) 2021. According to the complaint source, previous surgery used a navigated system which might had caused the cup to be placed in the wrong position. The following components were removed: delta-tt acetabular cup ø54 mm (product code 5552.15.540, lot #1808175 - ster. 1800227). Femoral modular head - s ø36mm (product code 5010.42.361, lot #1881131 - ster. 1800270). Delta neutral liner øint 36mm #l (product code 5885.51.260, lot #1810789 - ster. 1800252). Bone screw ø6,5 h.35mm (product code 8420.15.040, lot #1812983 - ster. 1800276) explanted components were replaced with ones of similar size. Previous surgery took place on (B)(6) 2018. Patient is a female. Event happened in (B)(6).